Manufacturer narrative:
Product is being returned for investigation and retain samples are currently being investigated. When investigation is complete a follow up with the results will be submitted. P/n 340-4130v is currently under recall # z-1447-2011, however, the reported lot is not included in this recall.

Event description:
Air in line alarms using administration sets. Air in line alarm happened during set up. No patient injury.